Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 13nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an 8" gash across the touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 20jun2019. Date rec¿d by MFR: 19jun2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator was put back into service after the repair was completed. The customer confirmed that the patient's information could not be provided. The customer also confirmed that the faulty touchscreen is no longer available so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.